Event description:
It was reported that during cleaning and sterilization, the customer noted broken cables on the monopolar curved scissors instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable was found to be loose at the distal idlers. The idler pulley was able to spin freely and it was not damaged. Upon opening of the housing, engineering found a broken grip cable by the clamping pulley. The clamping pulley screws were found to be secured. The idler block showed no sign of damaged. Instrument passed electrical continuity test. Engineering also found indentations marks on the edge of the distal pulley. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action number (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.